Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the distal tip of the trocar cannula is malformed, it has an indented edge. The dent was noticed after the trocar was inserted into the abdomen. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.